Event description:
The customer reported there was no image after bootup. She rebooted and still no image.

Manufacturer narrative:
The ge service rep found a bad interconnect cable and could not reproduce the problem. Images did flicker when interconnect stressed. He removed and replaced the interconnect cable, then rebooted the system several times. The system x-rayed and did not flicker when interconnect stressed. System operates as intended.